Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. (B)(4): pacemaker generator change - jc/4500666, (B)(6) year-old female, allergy to codeine and morphine. Additional information received in email under related file: (B)(4) (3 new/additional files raised): can you identify the product code of the device? Dnx12. Can you identify the lot number of the device? Qebdtd. What is the procedure name and initial procedure date? Pacemaker generator change. What date did the blister/skin reaction occur on? (B)(6) 2020. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Antibiotics prescribed at time of discovery on (B)(6) 2020. What is the most current patient status? Alive. Will the applicators be returned for evaluation? The remaining from the lot can be returned. How was the product applied? Sterilely. How many layers of the product were applied? 2. What prep was used prior to product application? Chloroprep prior to incision. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. If the patient is female, please ask if they were exposed to similar products, such as artificial nails? No artificial nails. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions). How many dermabond advanced products were used on each patient with a reaction? Two products were used on each patient. Was prineo/dermabond or skin adhesive used on these patients in previous surgeries or wound closures? No. Note: events reported on mw# 2210968-2020-08985.

Event description:
It was reported a patient underwent a pacemaker generator change on an unknown date and topical skin adhesive was used. The patient developed a blister and skin reaction. Antibiotics prescribed at time of discovery. Additional information has been requested.